Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic, the patient experienced redness over magnet site and was treated with antibiotics; however, the issue could not be resolved. Subsequently, the patient experienced fever, swelling, fatigue and was hospitalised and the patient was administered IV antibiotics for 3 to 4 days (specific date not reported). Later the patient developed an abscess at implant site resulting in the decision to explant the device on (B)(6) 2017.